Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. Review of the manufacturer's complaint database identified no additional reports of fracture of the same lot. No systematic device issue has been identified. At the time of this report, the investigation remains inconclusive due to insufficient information. No explanted device or radiographic images were made available for evaluation. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and patient activity levels post-op. Based on the investigation the root cause is undetermined. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient reported pain, swelling, and concern that thumb was not moving as expected. The patient underwent revision surgery, due to dislocation.